Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 experienced during functionality testing which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxterr's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.